Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the driveshaft was bent and the functional test could not be performed. Therefore, the reported could not be confirmed. An assignable root cause was not determined. However, the device was disassembled which found liquid inside the device. It was determined that this was indicative of damage caused by immersion during cleaning which was failure to follow the directions for use. It was determined that the driveshaft was bent due to user error by dropping or hitting the device against something and from not using the protective cap provided with the device. The assignable root cause was determined to be due to misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the compact speed reducer device was overheating. There were no delays in the surgical procedure as an identical spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.